Event description:
Event description guidant received information that this implantable atrial lead had impedance measurements of >2500 ohms. A lead fracture close to the distal tip of the lead was confirmed by x-ray. The lead was sensing appropriately but, there was no capture both in unipolar and bipolar modes. Ventricular sensing and pacing are appropriate.